Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 40cm mustang was selected for use. However, in preparation for the procedure, it was noted that the balloon ruptured. The procedure was completed with another of the same device. The patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).